Event description:
It was reported that stent damage occurred. The patient presented with dizziness, angina, and pyloric stenosis. The 90% stenosed, 24mm x 2.50 mm target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 24 x 2.50 promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the stent strut on the tip was lifted and could not be implanted. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: the promus premier ous mr 24 x 2.50mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found mid stent damage, with stent struts lifted and pulled in a distal direction. The undamaged stent od (outer diameter) was measured using a snap gauge and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 2.5mm x 24mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 24 x 2.50 promus premier drug-eluting stent was used to treat an admitted patient with dizziness and angina. However, during the procedure the strut of the stent on the tip was lifted and can no longer be implanted. The procedure was completed with another of the same device. There were no complications reported and the patient is stable.